Manufacturer narrative:
The associated complaint device was not returned for evaluation. Batch number has not been provided, thus no manufacturing records review can be performed at this time. One undated x-ray photo was provided which suggests slight poly wear in an otherwise well fixed uncemented knee implant. It was further reported that there was fluid present in the knee with no signs of inflammation or infection. No lab results have been provided. Therefore, based on the information provided and reviewed, no patient impact past the noted revision can be concluded, no further clinical assessment is warranted at this time. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a poly exchange surgery was performed due to knee pain.